Manufacturer narrative:
The device was returned for evaluation and damage to the ultrasound probe was found. Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to the ultrasound probe. There was no patient involvement.